Manufacturer narrative:
The tech found the right head side rail has a broken center arm. The most likely cause is the side rail being pulled on too hard. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed in 2007 through 2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the right head side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The tech found the bed with a note stating the side rail is broken. The tech reported the right head side rail will not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).